Event description:
The hosp staff attempted to administer external pacing to a pt diagnosed as asystolic. The pt's down time was estimated to be less than one minute. The pacing feature allegedly failed to function. The pt was not resuscitated. The hosp risk manager indicated the alleged malfunction did not cause or contribute to the pt's death. The risk manager indicated there was no significant delay in treatment of the pt caused by the reported malfunction.